Event description:
It was reported that during a bile peritonitis repair procedure, the generator displayed several error codes. The customer tried replacing the cable and footswitch. Then they checked the shears and they realized that the active blade was missing. They then found it on the floor of the operating room. The procedure was carried out and completed using another device. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.